Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after experiencing fall. Device interrogation noted ventricular tachycardia and ventricular fibrillation episodes at the time of fall with few seconds delayed therapy due to undersensing. Programming changes were made. Patient was stable and is recovering in the cardiac care.